Manufacturer narrative:
Unit analysis as not yet been completed. The warming units are reusable devices, for they are equipment.

Event description:
Customer reported a (B)(6) male sustained a very superficial 2nd degree burn to his back from waist to scapula, discovered the evening of surgery, and was treated with a foam dressing. Reportedly the 775 unit alarmed during surgery, error code 01 (internal sensor over temp will turn off unit immediately). After the alarm the unit was replaced. Unknown what disposable unit was used on the pt.